Manufacturer narrative:
A sample product was not returned for analysis. Review of product history records shows the product met release criteria. Root cause has not been determined. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that approximately 2 months after an intraocular lens (iol) was implanted, it was exchanged for another lens of 1.5 diopters less power. Additional information was requested.